Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due to an occlusion alarm. Bg was addressed correction bolus via pump. Customer changed pump supplies to address the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.